Event description:
The pt's ventilator alarm rang. When the therapist entered the pt's room, the pt appeared apneic, the chest did not rise, there was no pressure building in the vent circuit, which was verified at all, connections. A code was called and the pt was unsuccessfully resuscitated. Review of the equipment identified a small leak in the tubing, the ventilator appeared to function appropriately.